Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: we had a clip applier that misfired. Two clips were deployed correctly then 3 times there was no clip deployed then one clip fell out of the applier and then two more misfired and one clip deployed correctly. A new clip applier was opened to replace the broken one. Can you reimburse us for a faulty clip applier? Lot #1495846 exp 2026-07-09. Additional information provided by (B)(6) on 10jul2024 via email: ¿ no patient injury. ¿ event date: 07/09/2024. ¿ procedure performed was a lap chole. ¿ what other instruments were being used during the complaint event (if any)? Applied medical clip applier #ca500. ¿ we threw the device away. ¿ clip applier was fired 9 times only 3 clips were seated correctly. ¿ was a clip loaded into the jaws prior to the device¿s insertion/removal through the trocar? A clip was loadd into the jaws prior to the device's insertion/removal through the trocar. ¿ the trigger was fully squeezed. ¿ a clip was manually removed from the jaws. The device was actuated and reset. ¿ no clip loaded. ¿ no tactile response was noted on the misfires. The rga team will reach out regarding the product return. It was thrown away after case patient status: no patient injury. Intervention: a new clip applier was opened to replace the broken one.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: we had a clip applier that misfired. Two clips were deployed correctly then 3 times there was no clip deployed then one clip fell out of the applier and then two more misfired and one clip deployed correctly. A new clip applier was opened to replace the broken one. Can you reimburse us for a faulty clip applier? Lot #1495846 exp 2026-07-09 additional information provided by [name] on 10jul2024 via email: no patient injury event date: 07/09/2024 procedure performed was a lap chole what other instruments were being used during the complaint event (if any)? Applied medical clip applier #ca500 we threw the device away clip applier was fired 9 times only 3 clips were seated correctly was a clip loaded into the jaws prior to the device¿s insertion/removal through the trocar? A clip was loaded into the jaws prior to the device's insertion/removal through the trocar the trigger was fully squeezed a clip was manually removed from the jaws. The device was actuated and reset no clip loaded no tactile response was noted on the misfires. Patient status: no patient injury. Intervention: a new clip applier was opened to replace the broken one.